Event description:
It was reported that the one implanted optease filters was showing one broken strut. The filter was placed in 2004 in the ivc (inferior vena cava) at lahey medical center in burlington, ma for dvt at the time of a cva (cerebrovascular accident). The patient had an ER visit at emerson hospital in (B)(6) 2015 with an abdominal CT scan obtained for another reason. This showed a left posterolateral strut of infrarenal optease ivc (inferior vena cava) filter to be discontinuous with slight overlap of ends, which are still connected to the rest of the superstructure, and not intruding into the flow channel. The patient was not symptomatic. There was no report of patient injury. The device will not be returned for analysis. There are CT scan images available that were received. There was no additional information provided.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The exact day and month of the implant date were unknown. The exact day of the event date was unknown.

Manufacturer narrative:
The exact date of placement of the ivc filter at (B)(6) was (B)(6) 2004. This incident was just recognized and no additional intervention was performed. The CT images were received on (B)(4) 2015. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that the optease filter implanted in 2004 was showing a broken strut. Reason for filter deployment was dvt at the time of a cva. The patient had an ER visit at emerson hospital in (B)(6) 2015 with an abdominal CT scan performed for another reason which showed a left posterolateral strut of the infrarenal optease filter to be discontinuous with a slight overlap of the ends which are still connected to the rest of the superstructure, and not intruding into the flow channel. It was unknown when the damage occurred and no additional interventions have been performed. There was no report of patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. A cd of angiography and CT images was reviewed and no change to the file was required.